Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump is damaged. The blood glucose reading is 82 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with a cracked and bleeding display glass, a broken off end cap, a cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window, cracked belt clip slot and a cracked reservoir tube lip.